Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with extreme pain with ventricular pacing. X-ray showed nothing of interest but an echocardiograph showed right ventricular lead perforation. Patient had procedure to have blood removed. The lead was also repositioned on a different spot on (B)(6) 2020. Patient was normal post procedure and was discharged the following day.